Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt distribution node (dn) to rear therapy electrode (te) cable was severed and missing. The root cause for the missing cable was physical abuse. The monitor sn (B)(4) was returned and evaluated at the distributor. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Manufacture dates: monitor: 11/14/2012; electrode belt: 9/1/2010.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2021 while wearing the lifevest. It was reported that patient at home and had lost consciousness prior to passing. Per review of the patient's download data, on the day of passing, the patient received two inappropriate treatments from the lifevest. At 17:16:01, the patient received the first treatment. The patient's rhythm at the time of the treatment was asystole, and the post-shock rhythm was bradycardia at 40 bpm degrading to asystole. At 17:20:19, the patient received the second treatment from the lifevest. The patient's rhythm at the time of the treatment was asystole, and the post- shock rhythm was bradycardia at 50 bpm with pvc's degrading to asystole. Oversensing of low amplitude cardiac signal and CPR/motion artifact contributed to the false detection. CPR artifact was seen on the patient's ecgs starting at 17:21:12 until 17:28:35. The lifevest was shut down at 17:38:48. It was reported that the patient's home health nurse found the patient and called ems. The response buttons were not pressed during the event. There is no indication that the lifevest caused or contributed to the patient's passing as the patient was in asystole, a non-life-sustaining rhythm prior to the treatments.